Event description:
At 1707, 2 hours into a scheduled 3 hour hemodialysis treatment, pt was found unresponsive. Vs at 1655: b/p 119/66; pulse 85. When attempting to administer normal saline, it was noted the venous needle was dislodged, with approx 1.5 l blood loss. Pressure was held to cannulation site, and normal saline administered via arterial line; 911 was called, CPR was initiated and AED applied which advised no shock. A total of 3 liters of normal saline was administered during the resuscitation. Pt was discharged unresponsive from the clinic and transported to the hosp via ems, where the pt died. Upon inspection of the venous avf needle, it was noted that tape and gauge dressing were still intact on the fistula needle. The machine was sequestered and a functional test was performed. All required parameters passed.